Event description:
It was reported that 1 unspecified bd¿ vam-bdnexiva-2022 leaked. The following information was provided by the initial reporter: it was reported via survey that there was fluid leaking from the around piv site.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. USA has been used as a default. Medical device manufacture date: unknown. Investigation summary: exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2243072-2022-00258 was sent in error. Leakage from the insertion site may cause customer / patient inconvenience but will not cause harm / serious injury therefore, not considered to be a reportable malfunction.

Event description:
It was reported that 1 unspecified bd¿ vam-bdnexiva-2022 leaked. The following information was provided by the initial reporter : it was reported via survey that there was fluid leaking from the around piv site.